Event description:
Concentrator did not produce continuous oxygen in car plug in after about six weeks. Concentrator did not produce oxygen with battery power for more than 15-20 minutes after about six weeks. Concentrator, advertised as portable is not reliable, could lead to serious problems for oxygen pts.